Manufacturer narrative:
Ventec contacted the patient and advised that they should reach out to their durable medical equipment (dme) distributor to exchange the device. Ventec continues to investigate the reported issue. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device would alarm and then rebooted by itself. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details about the patient were provided. For privacy reasons, section e1 initial reporter reflects the react health employee who communicated with the patient, because the patient contacted ventec directly.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4). New information for supplemental medwatch report 001 : h6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.